Event description:
Indication: common variable immunodeficiency, unspecified. Spontaneous communication: pt reporting pump is malfunctioning on (B)(6) 2023. Typical infusion time is 1 hour and 20 minutes. Pt has been infusing for over 2 hours and still has another 11ml's to infuse. Confirmed no changes to dose, needle sets or tubing, no sites are clamped and, no kink in tubing or needle sets. Replacement pump scheduled. Last pump shipped 02/13/2023. Pump return box and new pump sent to pt for (B)(6) 2023. No missed doses or adverse events reported. Pt had no back up pump. Pt continued infusion with pump even though slow. Device serial/lot number and expiration date were not provided. No further information available. Pump used to infuse hizentra 20% at above dose and frequency. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have backup device they were able to switch to? No; reported to (B)(6) by pt/caregiver.